Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery at l4-s1 due to spondy/degenerative disc. Intra-op, cage was broken during the implantation. This was a hybrid expandable implant which contain half peek and half titanium. The peek portion was removed but the titanium portion remained in the disc space. Patient complications were reported unknown as a result of this event.